Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following: it was reported by customer that there have been numerous reports from staff regarding flow issues. In many cases they are disposing of the adapters before they can even complete the blood draw.

Manufacturer narrative:
The customer reported occlusion in 2000e smart sites and returned 8 samples of lot: 24095120. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water from a 10 ml bd syringe and the complaint was only replicated and verified by 1 of the 8 samples. The manufacturing site found the root cause for the smart site occlusion to be related to an incorrect amount of lubricant (fluorosilicone) in the piston. A work order was issued by the plant on (B)(6) 2025 to replace the fluorosilicone needles and adjust the chain index. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2000e, batch#: 24095120. It was reported by customer that there have been numerous reports from staff regarding flow issues. In many cases they are disposing of the adapters before they can even complete the blood draw. Rcc received a complaint via email. Can you provide some feedback on issues with the smartsite connectors, item#: 2000e? There have been numerous reports from staff regarding flow issues. In many cases they are disposing of the adapters before they can even complete the blood draw. It appears there have been reports of this issue since 2021. (Https://www.moph.gov.lb/userfiles/files/medical%20devices/medical%20devices%20recalls%202021/10-08-2021/bdsmartsiteneedlefreevalve.pdf). I would expect bd has had ample time to correct the issue and provide alternative options. We are in the process of collecting bad samples for review. Customer response on (B)(6) 2025. 1. Total number of occurrences? Minimum of 100+ occurrences over the last 24 months. This has been occurring off and on over the last few years. 2. Could you please provide a further description of the issue? Will not draw/ flush. Requires staff to switch out adapters multiple times creating waste. In some cases, the issue was mistaken with IV issues and IV¿s were replaced effecting patient comfort and satisfaction. Experienced practitioners and ambulance services are reporting having difficulty with blood draws using this product. I¿m attaching a notice from 2021 of the same issue we continue to experience. The recommended actions are not a solution. This causes waste and patient satisfaction rating decline. We have followed these steps and ultimately end up on replacing adapter with a new adapter. In some cases, these are replaced multiple times. There has been a significant increase in staff complaints over the last 6 months. 3. Can you please provide the lot number associated with reported issue? The latest lot# is (10) 24095120, only recently started keeping track. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Lengthy blood draws and discomfort at the site creating patient anxiety and dissatisfaction. Time spent on blood draws creating delay of care in critical situations. 5. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label?